Event description:
It was reported during inspection that the cs100 intra-aortic balloon pump (iabp) display flickering. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Additional information: (event site postal code - (B)(6)). It was reported that cs100 intra-aortic balloon pump (iabp) with display flickering. Getinge field service engineer (fse) found checked and found same problem, and during inspection found iabp display flikaring. So open display cabel and display pcb and reconnected same, after than problem solved. Handed over to department with good working condition .no patient involvement.

Event description:
N/a